Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the returned device. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Based on the evidence available the reported condition was confirmed. The root cause of the observed damage was misuse of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a video assisted lobectomy procedure, the surgeon squeezed the handle and a noise was heard from the instrument after which the handle could no longer be squeezed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.